Event description:
It was reported that a pt underwent cataract surgery with implantation of an akreos adapt intraocular lens on (B)(6) 2009 in her left eye. The pt received (azythromycin tablets) postoperative antibiotic regimen. Approximately eight months postoperatively, the lens became opacified. The lens was explanted on (B)(6) 2010 and replaced with an unspecified iol. The pt's va as of (B)(6) 2010 was 0.08.

Manufacturer narrative:
The lens has been requested but has not been returned to b&l for evaluation. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information, the specific root cause of the event cannot be determined.